Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their sensor reading had been 40mg/dl, but their actual blood glucose level was over 500mg/dl. The customer states they had bent cannula. The customer declined to troubleshoot for the highs. The customer was advised the sensor would be replaced and returned for analysis.